Event description:
It was reported the pt was being programmed for the first time; programing went well on the left side. When programming on the right side at 1 volt, the pt experienced painful tonic contractions of the neck. When reprogramming on the left side the physician was getting that effect also. The manufacturer representative suspected a fluid leak on the right side and may need to surgically address the problem.

Manufacturer narrative:
This report is being submitted following an internal audit.